Manufacturer narrative:
Date of the event: (B)(6) 2020 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on approximately (B)(6) 2020, patient reported that the implantable neurostimulator (ins) was interrogated and was found to be off when it had not been turned off by the patient. Patient turned ins on. And approximately a week later the ins was interrogated again and was found to be off when not turned off. Patient turned ins back on and has on ever since. No known factors that may have led to or contributed to the issue were reported. Patient turned device back on when found to be off both times. No other troubleshooting was performed. Patient denied having been through metal detectors or magnet areas in the past few weeks. It was unknown whether the issue was resolved at the time of the report

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.